Event description:
It was reported that there was a crack in the cartridge viewing port. The pump lost programming. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 11-aug-2022 via email and attached to complaint object: no patient injury/contact. H6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented the syringe port damaged on rear housing. The customer stated problem was duplicated. Damaged syringe port of rear housing and faulty pwa (printed wiring assembly) board were replaced. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: d4: correction: model number: 7400.